Event description:
It was reported that during a radio frequency ablation procedure, the patient was administered general anesthesia; however, the electrode did not heat to the correct temperature and the procedure was unable to be performed. There were no patient complications due to the event.

Manufacturer narrative:
The returned electrode was analyzed, passed all tests performed, and exhibited normal device characteristics. Therefore, the reported event of the electrode not heating to the correct temperature could not be confirmed.

Event description:
It was reported that during a radio frequency ablation procedure, the patient was administered general anesthesia; however, the electrode did not heat to the correct temperature and the procedure was unable to be performed. There were no patient complications due to the event.